Event description:
The product was used during a video assisted thoracic surgery procedure. Reportedly, the counter dropped from four to zero and the instrument did not fire. The surgeon applied another device to complete the procedure. The hospital has reported no patient no patient injury occurred.